Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they were getting an eri message, ps reviewed and pt was redirected to their  health care professional (hcp). Pt noted they were just told a few weeks ago, in an MRI for their back, that one of the leads were loose for they were out of position. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID 97712 serial# nmb700509h implanted: (B)(6) 2013 product type implantable neurostim ulator product ID 977a260 serial# va1nt7t041 implanted: (B)(6) 2018. Other relevant device(s) are: product ID: 97712, serial/lot #: nmb700509h, ubd: (B)(6) 2014, UDI#: (B)(4); product ID: 977a260, serial/lot #: va1nt7t041, ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.